Manufacturer narrative:
The device history record for the reported lot number, 30232489, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The actual device is reported to be available but has not been returned for evaluation. All information reasonably known as of 10-mar-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. Device not returned.

Event description:
It was reported the device broke at the end, "we think was due to use of clog buster." The patient had to be taken to the or [operating room] for retrieval of the remaining piece." There was no reported injury.

Manufacturer narrative:
The product involved in the report was returned and processed for evaluation. The subject sample provided was evaluated confirming a tube clogged, the tubing appeared to have expanded to form a balloon shape which burst in multiple direction causing a separation of the tube into two pieces. The root cause of the reported issue could not be conclusively determined. However, this seems to be a user related problem since as per the instructions for use (IFU), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 20-apr2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.